Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four days post patient¿s generator changeout that the patient heard an audible alert and went to the emergency room. An interrogation was performed and the information received on the remote transmission was reviewed by qualified personnel. It was determined that there was a right ventricular (rv) bipolar lead impedance warning triggered due to high pacing impedance on the right ventricular (rv) lead. The rv pacing impedance alert triggered again two days later. The rv lead remains in use. No patient complications have been reported as a result of this event.